Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely angulated aortic neck with a large circle of calcification in the proximal portion of the aortic neck. It was reported upon final angiogram, there was a proximal type I endoleak. The physician ballooned prior to the final angiogram. The physician elected to place a palmaz stent, however, the endoleak did not resolve. The physician placed a talent aortic cuff and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention) inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severely angulated aortic neck with a large circle of calcification in the proximal portion of the aortic neck.) Conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck with a large circle of calcification in the proximal portion of the aortic neck.)